Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: sdr203b implantable pulse generator (ipg) (B)(6) 2004 4058m58 implantable pacing lead (B)(6) 1994. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead unipolar impedance was higher than the bipolar impedance. An inner insulation breach was suspected. The lead was capped and was replaced. No patient complications have been reported as a result of this event.